Manufacturer narrative:
A drager service rep performed an eval of the anesthesia machine. Upon evaluating the machine, the service rep located a piece of cellophane plastic under the apl valve. The plastic was removed and the device was noted to perform normally. The customer believes the plastic came from the packaging of one of the disposable circuits that the facility uses.

Event description:
It was reported that: when performing a leak test of the device during the pre-use checkout, intermittently the device would not pass. The observed condition became more prevalent over time.